Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg could not communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section h6: medical device problem code: in the previous report, it should have been 2885 - battery problem instead of 3283 - wireless communication problem. A patient's ipg was inoperable, and the patient lost therapy was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.